Manufacturer narrative:
Other, other text: device evaluation: the device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Patient/consumer.

Event description:
It was reported that after running at 125ml an hour, there was still about 100ml of medication left. Additional information was provided by the nurse administering the medication that the bag still had about 100 ml remaining when infusion should have been complete. There were no alarms or any other issues. Patient identifiers were received. There was no patient injury reported.

Manufacturer narrative:
Other, other text: device date precision field updated (updated d4) catalog number updated (updated d4). Device manufacturer date updated (updated h4), corrected data: date received by manufacturer (corrected g4).

Event description:
Additional information was received that included the device brand name and serial number - updated on the complaint file.

Manufacturer narrative:
Device date precision field updated (updated d4). Brand name updated (updated d4). Common device name updated (updated d4). Catalog number updated (updated d4). Unique identifier number updated (updated d4). PMA/510(k) updated (updated g5). Device manufacturer date updated (updated h4). Labeled for single use updated (updated h5), corrected data: date received by manufacturer (corrected g4).

Event description:
Additional information was received that included the device brand name and serial number - serial number updated on the complaint file.